Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance resulting in non-use and the subsequent decision to explant the device. Reimplantation was attempted but was unsuccessful. The device was explanted on (B)(6) 2010. Reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2010.